Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant procedure, defibrillation threshold testing was performed and the device erroneously recognized that the induced tachycardia had been terminated when it had not. The tachycardia was eventually terminated with atp. The patient condition is stable.